Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was tying the suture at the end of a total knee replacement procedure, the thread of the suture broke. The surgeon used another suture to complete the case. There was no patient injury.